Event description:
Clinical trial. It was reported that 322 days following a coronary artery stenting procedure, the patient returned with a stent thrombosis. The patient presented for the index procedure with an acute myocardial infarction. A 3.0 x 12mm express2 bare metal stent was placed in the proximal lad (left anterior descending). The patient was admitted 322 days following the index procedure with chest pain and st elevation myocardial infarction in the anterior wall. Angiography revealed a stent thrombosis in the proximal lad stent, which was treated with pci. It was reported that the patient had discontinued plavix three week prior to this event. The investigator reported this event was definitely related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.